Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient reported his cgm was 54 mg/dl, however, his bg level was 26 mg/dl. The patient¿s son called the paramedics, who treated the patient with glucose and transported him to the hospital. He was admitted overnight for hypoglycemia. The sensor was inserted at the time of the event. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.